Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the "hose blew out during surgery". No injuries were reported. There was no additional info provided.

Manufacturer narrative:
Ref: (B)(4).